Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a folded lens became lodged in the wound along with the plunger during a cataract surgery with intraocular lens (iol) implant. The folded lens was removed using toothed forceps and a new lens was implanted. The patient experienced scratches to his endothelium. Additional information provided by the reporter, clarified that the endothelial scratches were narrow, linear and off axis. The reporter indicated it is unlikely that this event will lead to a visual issues.

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the device dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu and is not recommended under any circumstance. (B)(4).